Manufacturer narrative:
G2: other source: medication safety alert. H10: medication safety alert: ¿safety briefs¿. Acute care ismp medication safety alert. (Aug 26, 2021) vol 26, issue 17: p 2-3. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: reported as 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after a patient infusion of oxytocin was discontinued from a spectrum pump; the medication ¿free flowed¿ into the patient. The tubing was removed from the pump; however, ¿the infusion" was left connected to the patient. Subsequently, the medication ¿infused via free flow into the patient¿. The patient required an emergent cesarean section. At the time of this report, the patient was recovered without any long-term effects. No additional information is available.